Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 509 mg/dl and diabetic ketoacidosis; cause was not known. Customer administered a bolus via the pump to address the issue and was taken to the emergency room via ambulance with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with the issue resolved. The customer continued to use the pump for insulin therapy.